Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2017 a mitroflow dla25 aortic heart valve was implanted. The manufacturer received notification that the device was explanted and a percival pvs27 was implanted on (B)(6) 2018. No further information was received.

Event description:
On (B)(6) 2017 a mitroflow dla25 aortic heart valve was implanted. The manufacturer received notification that the device was explanted and a perceval pvs27 was implanted on (B)(6) 2018. This valve was explanted for infective endocarditis. There was an abscess that was patched and a perceval was then implanted. The patient did well clinically.

Manufacturer narrative:
Additional information received from dr. William kent on (B)(6) 2019. The following information has been included in an updated event summary in section b5. This valve was explanted for infective endocarditis. There was an abscess that was patched and a perceval was then implanted. The patient did well clinically. If an infective microorganism was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against infective microorganisms. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of mitroflow valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, it is not conceivable that an infective microorganism could survive on a valve exposed to the manufacturers sterilant, or the packaging solution. Due to the above reasoning, because the surgeon did not identify any valve malfunctions, and because the DHR confirmed sterilization, the root cause is determined to be not valve related. The infection therefore could not be resultant of any factor intrinsic to the device in question and the device failure is attributable to the patient condition.

Manufacturer narrative:
A device history record review was performed on (B)(6) 2018. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla25, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device manufacturing date, expiration date and UDI have been included. Fields changed.